Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion location and characteristics are unk. The apex 1.5mm x 8mm balloon was advanced to the lesion and ruptured at 14 atms. The number of inflations and duration are unk. The procedure was completed with another unspecified device. No pt complications or injuries were reported. The pt status is reported as "good".

Manufacturer narrative:
(B)(4).